Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise, resulting in inappropriate anti-tachycardia pacing (atp) and one electric shock delivered. Technical services (ts) noted the source of the noise may be from a surgical procedure. No adverse patient effects were reported. This device remains in service.